Manufacturer narrative:
The device was returned to olympus for evaluation. The nozzle was dirty and was found to be deformed. Foreign matter that appeared to be brown in color was found to be existing from the nozzle. The nozzle deformation caused the water squeeze quantity to be out of specification. The angulation in the up direction was out of specification as a result of a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported there was foreign material exiting from the channel on the colonovideoscope. There were no reports of patient harm associated with this event.

Event description:
Additional information was obtained from the customer. Although the customer reportedly felt debris in the channel, the field service engineer (fse) could not confirm it. The event occurred during an unknown diagnostic procedure. Nothing fell into the patient as a result of this event. The procedure was completed with the same device.

Manufacturer narrative:
Updated fields: this supplemental report is submitted to provide additional information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing method performed at the facility differed from instructions for use (IFU) recommendation. A definitive root cause cannot be identified. ¿IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿IFU specifies as below: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor the field performance of this device.